Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for evaluation of a "service required" alarm that occurred three times over that last two months. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue. The oxygen blender control board is currently on backorder, so completion is undecided. After further evaluation of the device, the issue was duplicated during an operational inspection. An error indicating ventilator service required was discovered in the event log and confirmed that it was due to the malfunction of the oxygen blender's power management board. This device will reach the end of its useful life in july 2024, so the device will be returned without repairing.

Event description:
A ventilator was returned to the manufacturer for evaluation of a "service required" alarm that occurred three times over that last two months. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue. The oxygen blender control board is currently on backorder, so completion is undecided.